Event description:
Female patient presented after being found unresponsive in hotel room, admitted to intensive care unit (ICU) with acute respiratory insufficiency and diabetic ketoacidosis. According to the critical care daily progress note, the patient has a remote history of seizure disorder previously controlled with levetiracetam. Patient was witnessed having repetitive movements of lower extremities and was loaded with levetiracetam and placed on 500 mg every 12 hours intravenously. The team ordered a magnetic resonance imaging (MRI) without contrast and a formal electroencephalogram was pending. Presentation concerning for possible stroke given history of recurrent deep vein thrombosis and abnormal neuro exam. Patient was intubated, sedated on pressure support when going down to MRI. The patient was running on the following continuous infusions were medication administration record documentation at that time: heparin 12 units/kg/hr. Insulin 2 units/hr. Norepinephrine 8 mcg/min. Vasopressin 0.03 units/min. Patient drips were transferred to two MRI compatible medication pumps, each with 2 channels. Upon arrival to MRI, one of the pumps flashed with error code 229, which indicates a pump malfunction. The patient's bp dropped to 69/21 with an elevated heart rate. The nurse was unable to press the menu or any button on the pump and channel. She turned the pump off and turned it back on, but there was no change. The ICU nurse quickly took the norepinephrine intravenous set from the MRI pump and used the roller clamp to infuse some medication. The ICU respiratory therapist brought a regular alaris pump down from the ICU to transfer the drips back. The MRI scan was aborted. Nursing supervisor, biomed, radiologists, and leadership were notified. Actions: biomed has since sent the MRI pump channel that was involved with the error code to the manufacturer. A replacement channel is in place and currently being used. Manufacturer response for MRI infusion pump, mridium MRI infusion system (per site reporter). Item was returned to the manufacturer and has since been returned to our hospital with no issues.